Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was able to be suspended and resumed with no unusual issues occurring. Unable to duplicate unusual issue. The returned battery cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that every time the patient suspends the pump, takes a shower then comes back to reattach, the insulin is backing down the tubing varying 1/8-1/2 inch. This has been going on over a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.